Event description:
It was reported that a user started a new dexcom g6 sensor with a new transmitter on the ilet system, waited the warmup period, but could not verify that the system entered sensor warmup, and experienced signal loss; the agent instructed the user to toggle cgm selection from g7 back to g6, restart the ilet, and re-enter the sensor code and transmitter information. Symptoms included a loss of cgm data for insulin dosing decisions. Outcomes included temporary interruption of automated glucose control relying on cgm data. Investigation included remote troubleshooting and education, including device restart and cgm configuration steps. Investigation of this case revealed a communication or configuration issue between the ilet and the g6 cgm, which was addressed by reconfiguration and device restart. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and device communication limitation.